Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter was blocked. The complainant alleged that upon insertion, no urine returned.

Manufacturer narrative:
Received 1 used touchless catheter with the original unit packaging. Visual inspection noted no obvious defects. The lubrication on the tip of the catheter appeared to be within specifications. A functional evaluation was performed and it was found that the catheter would not drain. The catheter was cleaned and lubricant was removed from within the catheter. The lubrication was not dry or hardened and it dissolved when it was exposed to water. Once the lubricant was removed from the catheter it drained without any further issues. A dimensional evaluation found that the catheter was within specifications. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The complaint was confirmed with an unknown root cause. The instructions for use state the following: "sterilized using ethylene oxide. Do not resterilize. Do not use if package is damaged." (B)(4).